Event description:
It has been reported to philips that system was not booting up as the screens are blank and no selection option is available on the tsm (table side module). The metec display was visible on the flexvision. The customer rebooted the system without resolve. There was no reported patient or user harm. A philips service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse suspected a defective host pc. The host pc was replaced, a new license installed and a new back up was created. After replacement of the host pc and installation of new license the system was returned to use in good working order. The investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated the reported problem. According to the additional information collected, the issue occurred while the customer was performing a planned treatment. There was no harm to the patient. A philips service engineer (fse) inspected the system onsite and confirmed that the reported problem was due to a power supply defect of the host pc. After replacing the host pc, installing a new license and performing a backup, the system was returned to use in good working order.